Event description:
Revision because of pain and lengthening of leg of about 2 cm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.